Event description:
The pt had problems with obstruction after a tonsillectomy and adenoidectomy were performed. Pt was returned to o.r. Where they were scoped. A microtip wipe was found in the trachea. Using grasping forceps, the foreign body was removed. The pt returned to the recovery room in satisfactory condition.